Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/09/2013 with the following findings: the pump was observed to have a cracked battery compartment extending from the threads to the case seal. The pump was found to be animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation.